Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 pt reported not receiving readings since 3 am and no specific error message displaying on the screen. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.